Event description:
According to reporter, a cardinal 10fr suction catheter could not be easily passed through the product during use. The trach was replaced with a different device. No long term incident related medical sequelae was reported.

Manufacturer narrative:
Additional manufacturer narrative: customer had not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.